Event description:
It was reported, via int'l report #14-99la, that a homecare pt experienced inflation difficulties with one (1) size 10 lpc device. The pt was pre-testing the device at home when they noticed air leakage. The device was replaced and no reported pt injury has occurred. The reported device was returned to the MFR and forwarded to the analytical lab for decontamination, analysis and investigation.